Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the haptic broke. The iol was explanted. (It is unknown if the lens was explanted during the same procedure or at a later date.) No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. No further information is expected. (B)(4).